Event description:
It is reported, alaris smartsite tubing, the clamp did not hold. Additional information: what was the medication/fluid in use at the time of the event? No, the pump was turned off to stop infusion of the medication. Then taken off the pump. Then later found out it was not clamped and medication was free flowing. Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. Unsure due to the infant already in distress. Pt was watched longer due to this error.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material 2426 0007 and lot 26013289 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jan2026. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.